Event description:
After an implantation time of approx. 1.5 months it was reported that the ICD could no longer be interrogated after 3 delivered shocks. During revision suspected lead insulation damage was ascertained as was traces of flashover on the ICD. The lead and the ICD were returned for analysis.

Manufacturer narrative:
After its receipt, the ICD first was visually inspected. Sparkover traces were noted on the ICD housing. Dot-shaped sites of locally molten titanium indicate a sparkover during a shock delivery between the housing and the df-1 rv conductor of the lead. Matching the clinical observation, an interrogation of the ICD was not possible. Therefore, the housing of the ICD was opened in a next step, and the internal structure was examined. During the inspection of the electronic module, damage to the fuse that separates the battery from the module and to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. A possible cause is the damaged lead insulation near the ICD pocket, which lead to an electrical contact between high-voltage conductor and housing. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.